Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was placed into the patient¿s body concurrently with lysis of adhesions. It was reported that the patient underwent mesh excision due to mesh erosion on (B)(6) 2011 and (B)(6) 2012 by (B)(6), md. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, vaginal discharge, dyspareunia and mixed urinary incontinence.

Manufacturer narrative:
It was reported that following the procedure patient experienced urogenital atrophy, urinary frequency and urgency.